Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. The customer also reported insulin squirted out during the manual prime process and numbers did not appear on the screen. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to moisture damage on the force sensor resistor. Unable to perform occlusion test due to prime fill anomaly. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.